Event description:
A report was received that the patient was experiencing extreme abdominal pain. The patient underwent an explant due to an epidural hematoma. The patient had been on low molecular weight heparin. The patient's legs were paralyzed and are improving with physical therapy. The patient continues to have limited motion in one leg.

Event description:
A report was received that the patient was experiencing extreme abdominal pain. The patient underwent an explant due to an epidural hematoma. The patient had been on low molecular weight heparin. The patient's legs were paralyzed and are improving with physical therapy. The patient continues to have limited motion in one leg.

Manufacturer narrative:
Additional information was received that the patient has gallstones and the physician believed this may have been responsible for the abdominal pain. The physician clarified that the patient was explanted due to increased numbness in her lower extremities. It was during the explant procedure that the small hematoma was discovered and evacuated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg) explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.